Event description:
During an initial implant procedure, it was observed that there was difficulty advancing the introducer into the patient. While maneuvering the leadless pacemaker (lp), the introducer migrated out of the patient. The lp and delivery catheter were then removed. During this time, the helix of the lp became stretched. A new lp was implanted to resolve the event and the patient is stable.